Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and a fever, which required hospitalization and antibiotic therapy. The pdrn attributed causality to multiple touch contamination events including the patient¿s failure to wear a mask during initiation and termination of treatment and failing to disinfect the needle access port prior to instilling heparin into the dialysate bag. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event . Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the devices¿ continued use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient was diagnosed with peritonitis. The patient reported they went to the emergency room due to chills and ¿terrible¿ body pain and was initially sent home. However, it was reported the hospital called back citing positive test results and requested the patient return to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and a fever. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was indeed sent home and called back later the same evening. The patient was then formally admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every 3-5 days (based on vancomycin trough level) for 14-21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2026, and the patient¿s antibiotic regimen was continued. The patient continued to undergo ccpd therapy while hospitalized without any reported issues and was discharged home on (B)(6) 2026. The pdrn attributed causality to multiple touch contamination events including failing to wear a mask during initiation and termination of treatment, and the failure to disinfect the needle access port prior to instilling heparin into the dialysate bag. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has been reeducated and is continuing to utilize the same liberty select cycler at home without any reported issues.